Event description:
The "hundreds unit" was not consistently being displayed. They stated they did a blood surgar test and received a result of 49 mg/dl and then the meter displayed the result as 149mg/dl. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.